Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal aorta was 22-32 mm in diameter and 15 mm in length. It was reported that the bifurcated stent graft was placed approximately 5 mm short of the lowest renal (due to the tapered neck) and on the final angiogram an endoleak was discovered. The endoleak was a blush from the proximal neck. The physician believed it to be a type I endoleak. A cuff was implanted, however the endoleak did not resolve. Contrast was shot again and then it was noticed there was potential type ii endoleak from the lumbar arteries, however a type IV endoleak could not be ruled out. The dye in the sac from the leak was half the opacity than the dye within the graft. No further intervention is planned. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), lack of information (unknown cause of endoleak). Evaluation, conclusions: lack of information (unknown cause of endoleak).